Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 500-516 (mg/dl) with ketones. Reportedly, the customer alleged that the pump was not delivering insulin. System check was performed with tandem technical support, and air bubbles were observed. Additionally, the customer observed drops of insulin during the fill tubing sequence; however, the customer reported that the insulin drained back into the cartridge. To resolve the issue, the customer changed all of the supplies on the pump while following the correct load procedure. Reportedly, the customer completed the load process successfully.